Event description:
It was reported that during implant of the left ventricular lead it was difficult to maintain coronary sinus access. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was seen on all conductors (not obstructed).